Event description:
On (B)(6) 2012, customer reported that the manual mode aspiration probe on the lh 500 instrument leaked approximately 1 ml of blood and diluent. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed isoton dripping from the probe wash block during backwash. Fse noted that the probe block did not travel far enough for the rinse ports to line up in the blood sampling valve (bsv) aspirate tip. Fse disassembled, aligned and verified the probe wipe stroke. This resolved the issue. Fse verified the repair per established procedures and results met published performance specifications.

Manufacturer narrative:
Evaluation , results: fse disassembled, aligned and verified the probe wipe stroke. (B)(4).